Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. Additional information was received via preliminary pre-decontamination observations that the esheath liner was found to have a small liner tear approx. 3.25" from distal tip. No sheath puncture was found. At the time of this report, the information available does not suggest that the small liner tear caused or contributed to a patient injury. The procedure was completed successfully and the patient was discharged. Therefore the event is no longer considered FDA reportable.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion. This is one of two manufacturer reports being submitted for this case.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent tavr with a 26mm sapien 3 ultra resilia valve via the subclavian approach. As reported, resistance was noted when pushing valve through the sheath. When the 26mm s3ur valve was being advanced through the 14fr esheath+, one of the struts of the valve was bent. This was seen on fluro and advancement was stopped. It was determined at this point to pull the system back as a unit and prepare a new system. The delivery system and valve did not exit the tip of the sheath. After withdrawal, a small hole was noted on the seam of the sheath. A 2nd 26mm s3ur valve was prepared and advanced through a new sheath. The valve was deployed with no adverse outcomes. A contrast shot was taken of the subclavian artery with no dissection noted. The surgeon closed the vessel with no adverse events. Patient was taken to the recovery room. The patient was then discharged on pod #3.